Event description:
It was reported that during a laparoscopic nissen fundoplication, the fsw01 stopped working halfway through the procedure. It had been working fine for the first 20 minutes or so, then it just stopped working all together. Both min and variable pedals were tried. There was no pt consequence but o.r. Time was extended by approximately 15 minutes.